Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The receiver logs were downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and passed relevant testing. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.